Event description:
Prior to implant, the device showed an error message showing possible circuit damage due to high current. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported field event of sosd was confirmed in the lab. Device data review showed that the device was above elective replacement indicator (eri) when received. The cause of the sosd was determined to be due to an integrated circuit anomaly on the hybrid.